Event description:
Customer reported the system is displaying a charger failed error code. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller and the battery charger. System operates as intended.